Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The control unit, motor housing, working length and tip housing were microscopically examined. The tip is separated from the device and was not returned. The coil is stretched at the proximal solder. The distal end of the tip housing where the tip was separated is damaged indicating that the separation was due to procedural factors. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. There is no evidence the device was used contrary to product labeling. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03299. It was reported that the first catheter's distal tip became detached and remained inside patient's body and the second catheter had removal difficulties. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). Two truepath¿ cto devices were selected for use. During the procedure, when the first truepath¿ was used, it was noted that the portion near the distal tip of the device became detached and remained inside the patient's body. The detached portion was difficult to remove; thus the physician did not attempt to retrieve it. Then, a second truepath¿ was crossed the lesion; however, difficulties crossing the lesion was noted. The physician removed the device; however, it was noted that the truepath¿ could not be simply removed and was trapped in the calcification. Consequently, a non bsc guide extension catheter was inserted to remove the truepath¿. Finally, an unspecified guidewire was advanced to the lesion and an unspecified stent was deployed. At this time, the detached distal tip of first truepath¿ that remained in the severely calcified lesion was crimpled in the vessel wall with this stent. No further patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03299. It was reported that the first catheter's distal tip became detached and remained inside patient's body and the second catheter had removal difficulties. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). Two truepath¿ cto devices were selected for use. During the procedure, when the first truepath¿ was used, it was noted that the portion near the distal tip of the device became detached and remained inside the patient's body. The detached portion was difficult to remove; thus the physician did not attempt to retrieve it. Then, a second truepath¿ was crossed the lesion; however, difficulties crossing the lesion was noted. The physician removed the device; however, it was noted that the truepath¿ could not be simply removed and was trapped in the calcification. Consequently, a non bsc guide extension catheter was inserted to remove the truepath¿. Finally, an unspecified guidewire was advanced to the lesion and an unspecified stent was deployed. At this time, the detached distal tip of first truepath¿ that remained in the severely calcified lesion was crimpled in the vessel wall with this stent. No further patient complications were reported and patient's status was good.